Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the system had some baseline noise. The smart pass feature had programmed itself off while in the primary sensing vector and there was some oversensing. The sensing vector was successfully reprogrammed to the secondary sensing vector. Also, the low energy shock impedance was around 110 ohms, which is high but within normal limits. Technical services discussed the findings with the caller. Later, the doctor elected to explant and replace the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis yet; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device has not been returned yet. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the system had some baseline noise. The smart pass feature had programmed itself off while in the primary sensing vector and there was some oversensing. The sensing vector was successfully reprogrammed to the secondary sensing vector. Also, the low energy shock impedance was around 110 ohms, which is high but within normal limits. Technical services discussed the findings with the caller. Later, the doctor elected to explant and replace the electrode. There were no additional adverse patient effects.